Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that after insertion of the infusion site, the pump alarmed and indicated an occlusion. The patient inspected the infusion set and observed that the tubing was bent. The patient reported that they changed the infusion set tubing to resolve the occlusion alarm. The patient reported that later in the day, the pump alarmed an occlusion during a bolus and a basal delivery. According to the reporter, a system check determined the cause of the alarms to be the infusion site. The home care patient reported that their blood glucose levels were elevated to 400 mg/dl; however, the cause of the elevation was unknown. The home care patient reported that they changed their infusion site and delivered a correction bolus to resolve their high blood glucose. According to the reporter, the home care patient was advised to contact their health care provider to discuss possible reasons for their elevated blood glucose. No permanent adverse effects to patient reported.,